Manufacturer narrative:
A company representative visited the site and evaluated the system. No issues were found with the system that could contribute to the reported event. System was found to meet specifications. The conditions that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the capsular bag was torn on a patient's left eye during laser assisted cataract surgery. At the start of the procedure, the doctor noticed that the capsulotomy was not cut completely by the laser. The doctor continued by manually detaching the capsulotomy circumferentially and started to remove the cataract. Near the end of the removal, the doctor noticed the capsular bag was torn and it was reported that the tear was seen to be from the anterior to posterior in the bag. The tear was in the area where the capsulotomy was not complete. A vitrectomy was performed. A normal intraocular lens was not inserted. Patient will be rescheduled to finish the procedure.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
Upon follow up, patient had secondary implant procedure performed. A multi piece intraocular lens was placed in the sulcus. Patient is happy with the results.